Event description:
It was reported that the pump touch screen was on, but the display remained black. The customer¿s blood glucose level was within range. Technical support decided to replace the pump and confirmed the shipping address. The customer was instructed on how to use a manual injection method as backup therapy to ensure insulin delivery continued.